Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the seal of an exactamix eva bag 4000ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual and microscopic inspection revealed a small puncture in the upper right edge of the bag. Functional testing was performed and revealed a slow dripping leak from the upper right edge. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.